Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the device was overheating. No injuries or adverse consequences were known by the initial reporter.

Manufacturer narrative:
The reported overheating was not able to be duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly for visual examination the motor was found to be corroded, which could lead to the reported event. The device was serviced for preventive maintenance by a manufacturer field service representative at the user facility.

Event description:
It was reported that at the user facility the device was overheating. No injuries or adverse consequences were known by the initial reporter.